Event description:
The revision due to pain and dislocation. A huge pseudotumor was found by MRI before the surgery. Some black fragments are noted around the head and neck junction, and the stem and sleeve junction.

Manufacturer narrative:
This complaint is still under investigation.